Manufacturer narrative:
Physio-control evaluated the device and observed that it would intermittently not operate on dc power (battery). Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
According to the report, the device intermittently would not operate on dc power (battery). There was no patient associated with the reported event.